Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues.